Event description:
It was reported by the pt's wife that an angio-seal was selected for use. The pt's wife called st jude medical to inquire about the components of the angio-seal device. Her husband received an angio-seal device, uneventful at the time of the phone call, after undergoing a diagnostic cath procedure in the morning. She read the accompanying angio-seal pt info brochure and became concerned after reading the precaution about known allergies to product components. Her husband has a life-threatening history of bovine allergy (4 anaphylactic events); however, he was not displaying any allergic symptoms at the present time. Reportedly, the cardiologist was made aware of the pt's allergy history to bovine products. The wife stated her husband's allergy history was supplied with his medical history prior to the cardiac catheterization. Sometime after the procedure (exact date unk), the husband was placed on solumedrol (steroid) as prophylactic therapy. Additional info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer) these include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers.